Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Catalog #: a complete catalog number is unknown as the serial number was not provided. Serial #: unknown, not provided. Expiration date: unknown, not provided since serial number not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. Device manufacturing date: unknown, not provided since serial number not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had a second patient who has not yet been scheduled of an explant, but is worried. The patient had myopia and mild astigmatism pre-op and absolutely wanted to make sure that this eye could see well at 16-20 inches. After discussing it at length, the doctor opted to use the symfony and make her -0.50 to -0.75 in this nondominant eye (planning for plano in the other), figuring that she'd have a greater likelihood of excellent near vision this way. Using the lensx, her astigmatism was completely eliminated with limbal relaxing incision (lri). The patient is 20/30 to 20/40 at distance and is at her planned -0.75, but is very unhappy with the quality of her vision. Even with best correction, she complained that contrast is poor, and that everything looks like it has been coated with vaseline. She and I have come to the conclusion that she will likely want a monofocal distance lens. I have her in a contact now for the -0.75 and she is not happy with her quality of vision. Several follow-ups were done to ask for clarification and obtain more information but no response was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: with limited information, as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.